Manufacturer narrative:
By the time that adequate information was obtained on 15aug2016, the antibody identification panel test microstrips were already previously expired on 26jul2016. Therefore no evaluation was possible related to this event. However, the lot of microstrips used on the galileo echo was previously already evaluated for k antigen status, which at that time performed as expected.

Event description:
On (B)(6) 2016, a (B)(6) customer site reported an unexpectedly negative antibody identification when tested on a galileo echo instrument, but it was only on 15aug2016 that sufficient information was obtained to determine event reportability.